Manufacturer narrative:
Block b3: date of event: the date of the event was approximated on (B)(6) 2023, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip partially deployed during a procedure at an unknown location.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in a procedure performed on an unknown anatomy. During the procedure, the clip could not open. If they did open, they were partially deployed. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.